Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed crosstalk oversensing on a pacer dependent patient. The patient reported dizzy spells; however, it was uncertain if the symptoms were caused by vt or asystole. It was also noted that there was pacing inhibition which was re-creatable. A holter monitor was placed to catch any further symptomatic events. Additional information from the local field representative indicated that the pacing inhibition/asystole was less than 2 seconds. Subsequently, it was reported that this patient has complete heart block. There was an episode which inhibited a ventricular pace (vp) and resulted in a syncopal episode. Approximately one month ago, the cross chamber blanking period was programmed out and they decreased atrial pace (ap), the symptoms and oversensing had gone away. The field representative indicated that the consensus was that this could have been either the location of the atrial lead to the proximal end of the distal coil or the atrial output was high enough to be seen in the rv, they proactively decreased that as well. When they changed the blanking after ap to 85ms, the issue was resolved. They tested at high voltage and no pacing inhibition was observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.